Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: the implant components were not received for analysis. The lot numbers of the components are not currently known and therefore the manufacturing documentation could not be checked.

Event description:
Country of complaint: (B)(6). First surgery: (B)(6) 2013 - implantation columbus revision surgery: (B)(6) 2014 - columbus removed, enduro implantation. The revision surgery was carried out due to the indication of columbus loosening. During the surgery, it was seen that the cement free femur component did not exhibit bone ongrowth and hence confirmed the hypothesis of the implant loosening. The ligament stability was also noted to be too loose. Due to this the operating surgeon and chief physician decided to implant a cemented enduro prosthesis. All columbus components were removed, the adjacent bone surfaces recut and the enduro implanted. Components involved: nn077k/columbus cr/ps tib. Plateau cemented t4, nn242/columbus cr dd glid. Surface t4/4+ 14mm, nn264k/tibial plug 14mm (sz 4-5).